Manufacturer narrative:
Since the exact lot number could not be determined, it was narrowed to the following 4 lots: 2061344, 1949454, 1600672,1958778. These were evaluated as follows: lot # 2061344 -- no additional complaints have been recorded for this lot number. No ncr for this lot. Finger test on coating & friction tests conducted on returned samples. Results met specification. Lot # 1949454 -- no additional complaints have been recorded for this lot number. No ncr for this lot. Finger test on coating & friction tests conducted on returned samples. Results met specification. Lot # 1600672 -- no additional complaints have been recorded for this lot number. No ncr for this lot. Finger test on coating & friction tests conducted on returned samples. Results met specification. Lot # 1958778 -- 1 additional complaint has been recorded for this lot number for "catheter - stuck to primary packaging". No ncr for this lot. No samples returned for analysis. Testing of the easicath catheters returned did not provide us with an explanation as to the cause of the incident reported. The products were found in conformance with specifications. A review of the product documentation for these lot numbers did not reveal any deviation that could be related to the complaint.

Event description:
Date of event: 2009. According to the information received, an end user reported bleeding. The patient was bleeding using the catheter and claims the coating is not proper. Four (4) different lot numbers have been identified, and since we don't know which one matches this product,